Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 14f sheath hole prior to a watchman interventional procedure using a prostyle device. Reportedly, during retraction of the device, the suture came out with the knot formed. The sutures of two new prostyles were successfully pre-placed and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The mal position of device was confirmed as a material separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. Based on the return device analysis the link became entangled with the foot inducing a suture retrieval issue via material separation of the link. In this condition when the device was removed the suture is still in the device. The preformed knot is what was exposed. There is no indication of a product quality issue with respect to manufacture, design or labeling.